Manufacturer narrative:
Product ID 3389s-40, lot # va03lmw, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead implant procedure an impedance test found low impedances on the lead. It appeared that the lead had shorted out, and it was noted as "defective." Multiple impedance tests were run using another unit and a clinician programmer, but the impedance issue did not resolve. The lead was removed and replaced. Everything was reported as fine. No patient injury was reported related to the event.

Manufacturer narrative:
Product ID 3389s-40, lot # va03lmw, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID neu_cable/screen, alligator product type screening device; product ID neu_cable/tlock, product type screening device. Analysis of the lead lot #va03lmw found no anomaly. Analysis of the cable/tlock found no anomaly. Analysis of the cable/screen found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.